Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
The biomedical engineer reported that the ventilator had a defective power supply. The device was evaluated by a international field service engineer (fse) who confirmed the reported issue. The philips international service engineer (fse) replaced the power supply. The unit was functionally tested and successfully passed specification testing. The unit was reported to be functioning. No other abnormality was observed. The device was not in clinical use at the time the issue was discovered. The malfunction on the devise was found during testing of the device. There was no patient or user harm reported.